Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned to MFR.

Event description:
The patient was cabled to address a calcar fracture during the primary surgery. A size 11 stem was impacted into a size 10 broached canal, causing the fracture.